Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. The diamondback coronary orbital atherectomy system instructions for use manual states that perforation is a potential adverse event that may occur and/or require intervention. Csi ID: (B)(6).

Event description:
A diamondback coronary orbital atherectomy device (oad) was operated for multiple treatment passes on low speed in the moderately calcified right coronary artery. Imaging was performed post-atherectomy and no issues were noted. Balloon angioplasty was performed and imaging revealed a perforation. A covered stent was inserted to seal the perforation. Per the opinion of the physician, the cause of the perforation was unknown.